Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting performed by our field service engineer and it has been returned for investigation. The reported pre-use check (puc) failure was not reproduced during simulated use testing of the returned pcb. However visual and microscopic inspection showed signs of dried stains and corrosion on the pcb. The reported failure is confirmed in received device logs. The logs show that several performed puc had failed due to high measured offset voltages from both the inspiratory and expiratory pressure transducers. Event logs show that on the reported date of event, a technical error was generated indicating a communication error between monitoring subsystem and the inspiratory pressure transducer pcb. Event logs also show that the ventilator was shut down and restarted several times during the reported date of event, it is therefore unknown if this technical error could be a result of a performed troubleshooting when the ventilator was shut down. The conclusion, based on ocular inspection of the returned part and observed failures in received device logs is that the reported ventilator has been exposed to improper humidity or contaminated by unknown liquid which affected the expiratory pressure transducer pcb and caused the reported failure. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).